Event description:
Follow up information received reported that the patient complained of overestimation in his abdomen. It was noted that the patient did have a low threshold for stimulation because he had been electrocuted with high voltage in his career as a miner in (B)(6). He was programmed on with electrode 4 (+), 5 (-), 6 (-), 1.5 amps, and showed normal impedances. This covered his pain in his back and legs when seen in a post-op visit to the physician several weeks ago. The patient increased his stimulation to over 2.5 amps to get coverage which caused abdominal discomfort. He also reported that over the last 2 days ((B)(6)), after turning the ins off, he would experience urinary/fecal incontinence which he had never experienced before (ins on or off). The patient was then reprogrammed with a new 3rd program and turned the adjusted the stimulation to 2.5 amps which was able to cover the pain in his low back with no abdominal discomfort. Subsequent information received reported that the company representative met with the patient at which time he was reprogrammed to get good coverage for therapy below his waist. However, it was noted that stimulation above 3.0 volts, depending on electrode selection, he would get abdominal discomfort to the point of nausea. He did get god pain relief for his back at 3 amps. Reprogramming was attempted in different pulse widths and rates in different electrode combinations but they were unable to combine adequate low back pain relief without abdominal discomfort. The physician was going to schedule the patient for explant of the ins as soon as his schedule allowed. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported that the patient experienced stimulation in the wrong location, specifically in the stomach, diaphragm, rectum, and genitals. The patient did have 2 reprogramming sessions which did not resolve the issue. It was noted that the patient did have a successful trial phase with the device. The patient's ins had been off for 3 weeks now and it did take 1.5 weeks for the nerves to 'calm down'. He also stated that due to his occupations (coal miner, rancher) that he had been exposed to high electrical fields ('electrocuted') several times in the past. This information was not provided prior to his implant of the ins. His physician stated that the ins must be removed and directed the patient to turn the device off. The patient's current physician hypothesized that it was possible that these previous exposures could have damaged his nerves. The patient was going to see an internist and was schedule for a CT scan. If additional information is received, a follow-up report will be sent.

Event description:
It was reported that the patient experienced overstimulation and shocking when he lay on his back to sleep. The patient could not sleep with the stimulator on because he stated that the stimulation "increased 100 times the strength" when he lay down. The overstimulation was painful for the patient and he stated that when he walked more than a quarter mile his legs gave out. When the device was turned off, the patient was fine. Follow up information from a company representative reported that the patient did not adjust the stimulation when he lay down, only turned it off. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model: 39286-65, lot#: v851711021, implanted: (B)(6) 2012, explanted: na. Anchor model: 3550-39, lot#: n312463, implanted: (B)(6) 2012, explanted: na. Programmer model: 37744, serial#: (B)(4), recharger model: 37754, serial#: (B)(4). (B)(4).

Manufacturer narrative:
Analysis of neurostimulator and 2 anchors found no anomaly. Analysis of the lead found the conductor body was cut however there was no significant anomaly.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was scheduled and did have his device removed on (B)(6) 2012. The patient was in extreme postural pain during use with stimulation in his 'ribs, diaphragm, and groin.' The manufacture representative met with him several times for reprogramming but the patient was unsatisfied and wanted the device removed. It was noted that the battery depletion was not normal. There was no patient injury and he recovered without sequelae.